Event description:
It was reported that difficulty was experienced when trying to insert the iab through an introducer sheath. Because of this the iab was removed and replaced. There were no pt complications.